Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Approximately 10 years ago, the patient was previously implanted with a 21mm, trifecta. Prior to the procedure, the patient was presented with stenosis and regurgitation. During the procedure, the valve was able to be implanted successfully. No aortic regurgitation or paravalvular leak (pvl) were noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.